Manufacturer narrative:
H6: investigation summary: a complaint of "false positives" was received against instrument top bactec fx, material no: 441385, serial no: (B)(6). Fse replaced the power supply unit and performed the switch plunger on drawer a was upgraded due to the agitation restarted errors noted. Instrument is working within bd specifications. The complaint is confirmed. The root cause is related to "faulty power supply". DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation. Service history review revealed no previous complaints for this issue. Samples were not received by quality for investigation and thus, returned material investigation could not occur. No new risks, trends, or hazards were identified.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged numerous false positive results are obtained. Confirmatory gram stain performed, vials placed back in instrument and again flag positive. There was no report of patient impact. The following information was provided by the initial reporter: customer states that they have had numerous false positives, mostly in drawer a and drawer b but drawer c and drawer d have had a few instances also. The instrument will flag the vial(s) as positive (often within the first hour of initial entry), vial(s) are gram stained and verified to be negative, vial(s) placed back into instrument and vial flags positive again some time after. Customer also states that, in the majority of cases, the issue has been with the standard anaerobic media/vials.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument top, packaged numerous false positive results are obtained. Confirmatory gram stain performed, vials placed back in instrument and again flag positive. There was no report of patient impact. The following information was provided by the initial reporter: customer states that they have had numerous false positives, mostly in drawer a and drawer b but drawer c and drawer d have had a few instances also. The instrument will flag the vial(s) as positive (often within the first hour of initial entry), vial(s) are gram stained and verified to be negative, vial(s) placed back into instrument and vial flags positive again some time after. Customer also states that, in the majority of cases, the issue has been with the standard anaerobic media/vials.